Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, loose air detector and a lifted dso seal. The tamper seal was broken. Accuracy tests were performed as part of the functional test and the reported issue was not duplicated. While running the three accuracy tests, the pump was found to be delivering within manufacturing specifications. A service history review identified no indication that the complaint was related to a service of the device within the review period. D10 and h3 updated.

Event description:
It was reported the device's volume was low and accuracy was off. Patient involvement is unknown

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.